Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused peritonitis or potential contamination. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, home patient (hp) had a check your position alarm. The technical service representative (tsr) had the hp reposition, check the lines for kinks, occlusions and air bubbles. The hp stated the patient line was full of air bubbles. The tsr assisted the hp with ending therapy. The tsr advised the hp to start over with new supplies. Global product surveillance contacted hp on (B)(6) 2011. The hp did not notice any defects with the original supplies. The hp stated that he did notice a lot of air in the cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.